Manufacturer narrative:
Product event: (B)(6). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post op visit, it was reported that the patient had a burn near where one of the EKG electrodes was placed. Staff believe the burn may have been influenced by the use of the eletrosurgical plasmablade device. The degree of the burn is unknown.